Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process; the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reoccurs.